Manufacturer narrative:
Tandem¿s t:slim g4 user guide states: ¿do not use any other insulin with your system other than u-100 humalog or novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred after multiple cartridges were filled with 300 units. The customer's blood glucose level ranged from 150 mg/dl to 200 mg/dl. Reportedly, the customer reverted to manual injection as alternate insulin therapy.